Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer had been using the proxabrush go-between for a few years and bought a pack and was disappointed as they would bend and break off.